Manufacturer narrative:
(B)(4). Customer states that product will not be returned because, the device has been repaired and put back into service within the hospital. Unable to determine the root cause of the reported problem.

Event description:
Customer reported that a patient was being transferred to the operating room from the intensive care unit with insulin, vasopressin, norepinephrine and epinephrine infusing. The pump's battery died despite being plugged into a wall unit in the ICU before the transport. Drips were switched to another system. The customer is concerned that the pumps fail due to the battery's inability to hold a charge. They reported that the battery indicator on the front of the pumps gets less and less reliable as the battery goes through numerous charge and discharge cycles. Batteries are between 30-36 months of age. There was no patient harm reported and no medical intervention was required. Customer states that no additional patient or event information is available.